Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 81 mg/dl; cause was not known. Reportedly, the customer attempted to treat low bg with a glucagon injection, however was treated with dextrose and intravenous fluids of saline in the ER. Reportedly the customer experienced a seizure. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.